Event description:
It was reported to philips the device gave a remote alert indicating the image processing computer had a memory problem, which can impact imaging. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that remote alert: priority - rmt - ipu: ippc memory 2 problem occurred during post - frontal showed in logs file. Fse suggested replacing ippc, and upgrading software to the latest version, and host pc was also replaced to the latest version to be compatible with the new ippc, even though no issue with the host pc. The defective parts were sent for analysis. The failure analysis of the host pc and ippc showed that no failures were observed. However, to resolve the reported issue, fse replaced ippc and upgraded software. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.